Event description:
It was reported that the blade broke off on the sternal saw. A backup saw was used for surgery. No pt injury was reported.

Manufacturer narrative:
The saw was returned to terumo for investigation. It was confirmed that the sternal saw blade protector was broken due to user mishandling. The saw was repaired and returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.